Manufacturer narrative:
Additional information was received on 2/3/97.

Event description:
Culture results were reported to be staphylococcus aureus (previously reported as staphylococcus epidermidis). Patient outcome is reported to be favorable.